Event description:
Customer reports that serter was malfunctioning causing cannula to bend. As a result, customer had high blood glucose of 500 mg/dl. Customer was advised that serter would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.